Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation could not confirm a constant upstream occlusion alarm and the device was within specification. An upstream occlusion/air sensor test was performed with the device passing. Additionally, upstream occlusion and downstream occlusion tests were performed per the spectrum preventive maintenance procedure with the unit passing.

Event description:
It was reported that a pump was constantly alarming for an upstream occlusion (medication, programmed amount and delivery rate unk). There was no pt involvement or injury reported. The customer could not provided any additional information.